Event description:
Information received by medtronic indicated no communication between the insulin pump and mobile device. Customer was assisted in pairing the mobile device with the insulin pump. No harm requiring medical intervention was reported. The customer will continue the use of device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.